Event description:
A surgeon reported having a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records could not be reviewed because the reported facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 10/07/2008 to 10/21/2008 by phone, fax, and mail. A completed questionaire has been received. This report was mailed to FDA on :11/05/2008.